Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during basic occlusion test due to loose drive support disk. Unable to perform prime test, displacement, basic occlusion, occlusion and excessive no delivery alarm due to prime alarms. Missing end cap sticker and cracked reservoir tube lip noted during visual inspection.

Event description:
The customer stated that the insulin pump gave an alarm during the manual prime. The customer stated that the drive support cap was protruding, and she did not know how it happened. She stated that she may have fallen on the insulin pump a week ago when she experienced low blood glucose levels and blacked out. The customer was able to treat, and did not need medical assistance at that time. Advised the customer that the insulin pump would be replaced.